Event description:
Patient reported basal rate profile did not match what the device displayed as what was given per hour in the "run" mode. Patient reported experiencing low blood glucose (45 mg/dl) as a result. Patient indicated that her husband had to "revive" her with orange juice and "whatever else can he can find".